Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose was 423 mg/dl. Customer stated that while priming, the screen said motor error. Customer stated that he received the no delivery while priming and then the motor error. Customer was at a water park and stated that the alarm just occurred during manual prime. Customer stated that the alarm occurred 2 times and the issue has not been resolved. Customer stated that the pump stopped when he had a no delivery alarm. Customer took out the reservoir and went through rewind. When the no delivery alarm occurred during the second time, customer tried it again and received a motor error alarm. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer stated that he was able to rewind the pump and the pump passed the displacement test.